Manufacturer narrative:
The patient is reported to have developed a burn on top of the right foot following treatment on the top and bottom of feet for 40 minutes. Product safety and information manual clearly states to treat for increased circulation with pads placed on the bottom of the foot and the calves. The unit was returned for eval and found to be within operating specifications. The number of incidents of this type remain within the expected rate for this product based upon the number of incident reported and the number of units in distribution. Company continues to monitor and trend events of this type. This adverse event is being reported at this time, as a result of a change to the company decision tree for reportable events.

Event description:
Patient is reported to have developed a burn on the top of the foot following treatment with the anodyne therapy home system. Patient did not receive medical intervention and has healed.